Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was malfunctioning. It was reported that insulin pump showed a low battery even after three battery changed. It was also reported that insulin pump received a power failure alarm and pump showed that there was no insulin in reservoir when there was. Customer's blood glucose was 13 mmol/l. Customer was given a series of instructions to follow and was advised that if alarm persisted after four hours, to call back.

Manufacturer narrative:
The pump passed the functional testing and all buttons responded properly. No damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector or button keypad anomalies noted. The power loss, low battery and error alarms were confirmed in the long trace. The pump was received with minor scratches on the lcd window and case.